Event description:
A journal article was reviewed that contained information regarding this lead. One patient presented to the hospital with dizziness and left pectoral pain. The lead had been previously relocated. The ECG showed pacing spikes without capture. Unacceptable thresholds were also noted. The device was reprogrammed, however, intermittent loss of capture was still seen. An x-ray was taken and due to patient history, a perforation was suspected and later confirmed. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is limited due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: "loss of capture late after right ventricular pacing lead revision: what is the mechanism?" Clin. Res. Cardiol. August 1 2009;98(8):517-520.